Manufacturer narrative:
Continuation of d10: product ID:10fcc13, product type: sheath, product ID: 900310, product type: integrated dilator/needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the adverse event consisted of a tear of the right superior pulmonary vein, which occurred as a result of catheter and guidewire manipulation within the vein.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, for a patient with a history of previous ablation, while attempting to evaluate the right superior pulmonary vein, the catheter was rotated without adjusting the fluoroscopic view from the left to the right pulmonary vein position. The physician, believing the guidewire was correctly positioned, advanced the catheter into the presumed right superior pulmonary vein and experienced an abnormal tactile sensation. A few minutes later, reduced cardiac motion was observed under fluoroscopy, prompting evaluation for pericardial effusion, which was confirmed. Along with the effusion, cardiac tamponade, and rupture of the right superior pulmonary vein occurred. The procedure was aborted under general anesthesia with no ablation performed. A pericardiocentesis kit was used, but due to the severity and location of the complication, a cardiac surgeon performedan open thoracotomy and repaired the right superior pulmonary vein with sutures. The patient sustained a temporary injury that was repaired, and hospitalization was extended. No further patient complications have been reported as a result of this event.